Event description:
The plunger of the delivery device bent the trailing haptic during the insertion of the lens into the patient's eye. The lens was removed and replaced with no consequences to the patient.

Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-01263 for the delivery device used with this lens.